Event description:
The customer reported the loss of a diagnostic live image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor pcb and the video controller pcb and the video controller pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.